Event description:
On 07/17/08 - received email from technician, alleging that when they received the bed, the nut that secures the ground wire to the ground lug was loose. On 07/17/08 - the technician stated that he tightened the nut to resolve the issue.